Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-32198. Related manufacturer reference number: 2017865-2021-32203. It was reported a patient's pacemaker, right ventricular lead, and atrial lead presented with an infection. The system was explanted in a procedure on (B)(6) 2021. Post-procedure the patient status was unknown.

Event description:
New information received notes the infection is not related to the implant site or this product as the infection occurred due to another factor or source.

Manufacturer narrative:
Additional information: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.